Event description:
Pt was implanted with a bacfix ti spinal fixation system in 1999. At ten months post-operative it was determined that the pt had not yet fused and there was one screw with a mid-shaft fracture in the construct. The surgeon re-operated on the pt to remove the screw in 2000. During the revision, it was noted that the two screws in the sacrum were fractured in the mid-shaft area and that the rest of the construct was intact. All hardware was removed and the pt was placed in a brace.